Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm when attempting to bolus. Customer's blood glucose was 533 mg/dl. Customer experienced dry mouth and was not feeling well from their high. Customer treated their blood glucose with a partial bolus. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The insulin pump also passed a displacement test during troubleshooting. It was also found the customer had the settings changed on the insulin pump. Customer declined to return the product for analysis.